Manufacturer narrative:
Prosthesis, knee, patellofemoral tibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: (B)(4) 02-010-03-0235 - logic cr femoral cem, left, sz 3.5; (B)(4) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; (B)(4) 200-02-38 - three peg patella 38mm additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a male patient, who had an initial left total knee replacement on (B)(6), 2013, and was implanted with optetrak logic devices, underwent a revision procedure on (B)(6), 2020, approximately 6 years 3 months post the initial procedure. Following a period of post-implantation recovery, and for years after the replacement surgery, the patient¿s knee device performed as expected. The patient underwent revision of left knee device secondary to complete polyethylene liner wear resulting in aseptic loosening, fracture of the lateral femoral condyle, and osteolysis requiring significant bone grafting and augmented revision components. Additionally, the legal brief indicates that despite undergoing the revision surgeries, the patient experiences daily knee pain and discomfort which limit their activities of daily living and recreation and impacts their quality of life. The patient has suffered and continues to suffer permanent, and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; metallosis; soft tissue damage; infection; and other injuries presently undiagnosed, which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to additional revision surgeries; cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6 . MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, bone fracture, and infection. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.